Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with high blood glucose levels over 300 mg/dl and vomiting. The customer changed the infusion set on the morning of the hospitalization and then began having no delivery alarms. The customer did not change the infusion set when the insulin pump alarmed no delivery. Advised the customer to change the infusion set and to inspect the cannula once its removed.